Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. It is possible that interaction with the anatomy and/or other devices resulted in compromising the balloon material; thus resulting in the reported material rupture; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported patient effect of embolism is listed in the mini trek rx coronary dilatation catheter instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) coronary artery. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was inflated once to 14 atm and was suspected to be ruptured. An air embolism was noted in the lcx and was treated with intracoronary saline and epinephrine. The patient is fine. No additional information was provided.